Manufacturer narrative:
Product event summary: analysis was unable to reproduce the customer experience of the stylus pen being way off calibration and the device being unable to boot, however an error was found and the xy board was replaced. The stylus was also replaced and calibrated as a preventive. Analysis further noted that the system fan was noisy and it was replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 229047 software analyzer. (B)(4)

Event description:
It was reported that the programmer's touch stylus pen was way off calibration and that the programmer would not boot up correctly. The programmer was returned for service. There was no patient involvement.